Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the customer received a "driver error" and was unable to complete the procedure. It was reported that the patient had to be rescheduled after a skin incision had already been made. A field engineer was dispatched to assess the device at which time the internal screws were tightened, and all mechanics were lubricated. The field engineer performed a complete needle test without issue and confirmed that the device is now functioning in accordance with manufacturer specifications.